Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. Manufacturer report numbers 3005174370-2015-00069 and 9611385-2015-00031, describe the first and second device, respectively.

Event description:
On (B)(6) 2015, a dentist reported that a (B)(6) year-old female patient requires endodontic treatment of tooth #4. This tooth had a crown made from 3m (B)(4) lava ultimate cad/cam restorative for cerec, which was seated with 3m (B)(4) relyx ultimate cement and 3m (B)(4) scotchbond universal adhesive on (B)(6) 2013. The crown debonded on (B)(6) 2015, and the patient reported temperature and pressure sensitivity. The patient is scheduled for endodontic treatment on (B)(6) 2015.